Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The rear therapy electrode cable was pulled out of the distribution node. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the rear therapy electrode cable was pulled from the distribution node. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged rear therapy electrode cable. The patient received a replacement electrode belt.